Event description:
The facility returned the device for an accuracy issue. During svc testing. Baxter svc tech reported that the device under delivered. No record of any pt incident involving the pump.